Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Serial number: information unknown/not provided. Unique identifier (UDI) number: a complete UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If explanted, give date: not applicable, as no indication that the lens was explanted. Reporter email address: unknown/not provided. Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported an issue during surgery, the intraocular lens (iol) turned in a weird direction when deployed. Customer reported a posterior capsular bag tear and surgical intervention was required (vitrectomy).